Event description:
Home patient (hp) reported they noticed fluid coming out of the end of the pt line of home patient's homechoice set during the prime cycle of home patient's homechoice treatment. After noting this, hp discontinued home patient's treatment and setup with new supplies to complete therapy. According to hp home patient never stacks bags and hp doesn't remove the pt line from the homechoice set organizer until after prime is complete. No pt injury or medical intervention was associated with this incident per hp.